Manufacturer narrative:
Multiple attempts were made to obtain additional information; however, the customer did not respond. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that bolus calculation was inaccurate. The user would change the bolus to the appropriate dosage. Contact reported that the personal profile settings were all correct. There was no reported impact to the customer's blood glucose level.